Event description:
It was reported that while implanting, the lead body was clamped and malformed by the thorax spreader device. The lead was not used since the doctor assumed the lead was damaged. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was distorted. Visual analysis noted that the lead was damaged at implant.